Event description:
It was reported that the patient went to the doctor with a clicking noise in the right knee. X-ray revealed loosened screw from tibial insert. Patient was revised.

Manufacturer narrative:
Na